Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had said the ins was no longer functioning and thought the ins battery may be depleted. The caller stated the patient did not provide any additional details. Additional information was received from the patient. They reported that they changed the battery in their case, still doesn't work. They stated that the most likely cause/contributing factor was the "inside battery not functioning." They stated that the issue had not yet been resolved, but device removal or replacement was not planned. They patient stated that they had contacted their doctor by phone about the ins no longer functioning, and the doctor had been in touch with their neurologist as they still need an MRI.